Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m364sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: 7112598.

Event description:
It was reported that the patient passed away a day after having the trial leads placed. The patient was not able to be sedated for the trial procedure because his blood pressure and oxygen were low. His oxygen remained low in pacu.